Manufacturer narrative:
The device will not be returning, it was discarded.

Manufacturer narrative:
Updated d4 primary UDI number.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the minor bleed/access site adverse event could not be determined. The cause of the hemolysis could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 73-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was access site bleeding. Angle matching checked and a sandbag was placed to the area. Heparin was turned off. In addition, the labs were hemolyzed and the urine was pink. It is unknown if the hemolysis resolved. The following day, the impella was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 3.3l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.